Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, and healthcare professional confirmed, right side deflation. The device remains implanted.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation was received on january 22, 2025, with lot number 3108419. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures creases and partial delamination in the plug strap disk shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.